Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6) hospital. Due to characterization limit e1 event site address: (B)(6). Due to characterization limit e1 event site telephone: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID: (B)(4).

Event description:
It was reported that the linear 40cc had an issue, during use. After the sheath was inserted, the balloon catheter was inserted, when the catheter was advanced 10 cm, bright red blood was observed flowing from the posterior end of the balloon, suggesting possible balloon rupture. No harm or injury to the patient was reported.